Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device would only power on when connected to the data cable. As a result of this, the customer experienced achy, low blood glucose, sweating, a loss of consciousness, and seizure and was incapable of self-treating. The customer¿s mother administered gvoke hypo 10 (glucagon) and the customer had contact with the emergency services but no treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Reader did not power on with button press or test strip insertion. Reader does turn on with usb cable. No response was observed when power button is pressed. Bp-1 issue was cloned to address the issue. The reader was de-cased and visual inspection was performed on pcba(printed circuit board assembly). Liquid contamination was observed. Issue is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device would only power on when connected to the data cable. As a result of this, the customer experienced achy, low blood glucose, sweating, a loss of consciousness, and seizure and was incapable of self-treating. The customer¿s mother administered gvoke hypo 10 (glucagon) and the customer had contact with the emergency services but no treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.